Event description:
"During the relay triple branch implant, after the steps 1 and 2 (properly done) with a perfect positioning of the device, the physician wasn't able to do the step 3. He unscrewed the screw, remove the white block, and tried to retract the clasping release grip but this maneuvers was impossible: the clasping didn't come back and it remained attached to the 2 clasping point to the graft. It was possible to retract the grip and the clasping came back together to the proximal sealing spring but when the physician leaved the grip, it returned to the initial position. He tried a lot of time but no way. So, under my indication, he put the controller in position 4 and gently tried to coming back with the stainless steel rod, keeping the grip 3 pulled back but nothing changed. We checked that the green sleeve was correctly attached to the grip and it was. They decided to cut the black plastic and unscrew the screw under that plastic at the end of the delivery system. Now it was possible to retrieve correctly the black grip and open the clasping. With all these maneuvers, the proximal sealing zone resulted moved distally but despite that they were able to canulate the tunnel from above. Other issue: the second window of the graft was completely rotated and twisted and they weren't able to canulate the retrograde tunnel for bridging the lsa; they did a lot of attempts but the graft was completely twisted. Next week they will cover from the first window to the distal sealing in order to cover the retrograde tunnel (there was an endoleak probably from that tunnel)" patient outcome: "no neurological deficits email update received on 05/06/2025: the day of the implant they were not able to canulate the lsa branch because it was upside down and the part between the two windows appeared twisted. So, on the (B)(6) they came back in or with the idea to cover that branch, positioning a standard relay as coverage but before to do that, they tried again to canulate the lsa branch with success... So they were able to position the bridging stent for lsa."

Manufacturer narrative:
Bolton medical is voluntarily reporting an event related to a relay plus custom-made device. The custom made relay plus devices are not marketed in the us, however they are similar to the relay thoracic stent graft with plus delivery system approved for sale in the us (p110038). The event occurred in italy. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.